Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the device photograph was performed. Little yellow color fluid was seen inside the device.